Event description:
As reported by the edwards field representative, the 23mm sapien valve was implanted 80:20 aortic, resulting in severe central insufficiency (ai). A second sapien valve was implanted within the first valve, reducing the ai to trace. At the conclusion of the transfemoral transcatheter aortic valve replacement (tavr) procedure the patient was in stable condition. Additional investigation revealed the following: the native annular diameter was 21mm by tee. The native aortic valve/leaflets were moderate to severely calcified. There was no mitral annulus calcification (mac) or septal hypertrophy. The patient's ejection fraction was 60%. The image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. Prior to deployment, the sapien valve was positioned 50:50 across the native aortic annulus. During valve deployment, balloon inflation was held for three or more seconds, ventilation was not held, and there was no loss of pacing capture. Per report, the operators relied too heavily on echo and not enough on fluoroscopy when positioning the sapien valve, leading to the 80:20 aortic malposition.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device dysfunction. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause of the 80:20 aortic implantation and subsequent ai cannot be confirmed. However, per report, the operators over reliance on echo imaging and under utilization of fluoroscopy may have contributed to the event. The ai was reduced by the implantation of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.